Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail single use laser fiber was used in a procedure performed on (B)(6) 2021. The laser unit used was an auriga xl 4007 console. During the procedure, the laser fiber connector overheated. Additionally, the console alerted error code 1103: fiber identification failed. The procedure was completed with another auriga xl 4007 laser console and another laser fiber. There were no patient complications reported as a result of this event.